Event description:
A report was received that the patient will undergo an ipg replacement procedure per physicians preference for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having longer ipg charging cycle. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure per physicians preference for an unknown reason.